Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain within weeks after having essure implanted"), device expulsion ("missing essure insert had migrated to upper right uterine fundus") and incisional hernia ("hernia at the site of incision of salpingectomy") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. In 2011, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), uterine pain ("uterine pain within weeks after having essure implanted"), abdominal pain lower ("severe lower abdominal pain, abdominal cramping within weeks after having essure implanted"), dysmenorrhoea ("severe, abnormal menstruation pain within weeks after having essure implanted"), dyspareunia ("pain during intercourse within weeks after having essure implanted"), abdominal distension ("bloating within weeks after having essure implanted"), weight increased ("weight gain within weeks after having essure implanted"), alopecia ("hair loss within weeks after having essure implanted"), migraine ("migraines within weeks after having essure implanted"), vaginal infection ("vaginal infections within weeks after having essure implanted"), depression ("depression within weeks after having essure implanted"), arthralgia ("hip pain within weeks after having essure implanted") and fatigue ("fatigue within weeks after having essure implanted"). In (B)(6) 2016, the patient experienced incisional hernia (serious criterion medically significant). On an unknown date, the patient experienced device expulsion (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016, one essure insert was removed), surgery (total hysterectomy on (B)(6) 2016, essure insert in uterus was removed) and surgery (hernia repair surgery on (B)(6) 2016 immediately after total hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain, device expulsion, incisional hernia, uterine pain, abdominal pain lower, dysmenorrhoea, dyspareunia, abdominal distension, weight increased, alopecia, migraine, vaginal infection, depression, arthralgia and fatigue outcome was unknown. The reporter considered pelvic pain, device expulsion, incisional hernia, uterine pain, abdominal pain lower, dysmenorrhoea, dyspareunia, abdominal distension, weight increased, alopecia, migraine, vaginal infection, depression, arthralgia and fatigue to be related to essure. The reporter commented: since the removal surgeries, most symptoms have resolved, but some remain (unspecified). Diagnostic results: (B)(6) 2016: MRI (nuclear magnetic resonance imaging) and CT (computed tomogram): nuclear magnetic resonance imaging: missing essure insert had migrated to upper right uterine fundus company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain within weeks after having essure implanted. She underwent a bilateral salpingectomy and one essure insert was removed. She experienced hernia at the site of incision of salpingectomy. The missing essure insert had migrated to upper right uterine fundus (seen as partial expulsion of device). Then, a total hysterectomy was performed and essure insert in uterus was removed. She underwent hernia repair surgery immediately after total hysterectomy. The events pelvic pain and partial expulsion of device are anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of partial expulsion of device was not known. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. The event hernia at the site of incision of salpingectomy is unanticipated. As this event occurred as consequence of salpingectomy, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain within weeks after having essure implanted"), device breakage ("device breakage"), device expulsion ("missing essure insert had migrated to upper right uterine fundus/migration of essure device (right uterine wall)"), genital haemorrhage ("abnormal bleeding (general),") and incisional hernia ("hernia at the site of incision of salpingectomy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from 2006 to 2008. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos from 2009 to 2011 for birth control. In february 2011, the patient had essure inserted. In february 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain within weeks after having essure implanted"), dyspareunia ("pain during intercourse within weeks after having essure implanted"), migraine ("migraines within weeks after having essure implanted") and headache ("headaches"). In 2011, the patient experienced uterine pain ("uterine pain within weeks after having essure implanted"), abdominal pain lower ("severe lower abdominal pain, abdominal cramping within weeks after having essure implanted"), weight increased ("weight gain within weeks after having essure implanted"), vaginal infection ("vaginal infections within weeks after having essure implanted"), depression ("depression within weeks after having essure implanted"), arthralgia ("hip pain within weeks after having essure implanted") and fatigue ("fatigue within weeks after having essure implanted"). In august 2011, the patient experienced abdominal distension ("bloating within weeks after having essure implanted") and alopecia ("hair loss within weeks after having essure implanted / allergic or hypersensitivity reaction(hair loss)"). In august 2016, the patient experienced incisional hernia (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and fungal infection ("infection (bladder/ urinary tract/vaginal) (yeast infection)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hernia repair surgery on (B)(6) 2016 immediately after total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, device expulsion, incisional hernia, uterine pain, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, vaginal infection, depression, arthralgia, fungal infection and headache outcome was unknown, the genital haemorrhage, abdominal pain lower and fatigue had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, incisional hernia, migraine, pelvic pain, uterine pain, vaginal infection and weight increased to be related to essure. The reporter commented: since the removal surgeries, most symptoms have resolved, but some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - in may 2011: full occlusion of fallopian tubes may-2016: MRI (nuclear magnetic resonance imaging) and CT (computed tomogram): nuclear magnetic resonance imaging: missing essure insert had migrated to upper right uterine fundus. Current weight: 208 lbs. Approximate weight at the time of essure placement: 218 lbs quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: fatigue, genital haemorrhage, alopecia, device breakage, cystitis, urinary tract infection, fungal infection, headache were added. Concomitant medication added. Reporter, patient demographic information updated. Product stop date updated. Previously reported event abdominal pain lower outcome updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain within weeks after having essure implanted"), device breakage ("device breakage"), device expulsion ("missing essure insert had migrated to upper right uterine fundus/migration of essure device (right uterine wall)"), genital haemorrhage ("abnormal bleeding (general),") and incisional hernia ("hernia at the site of incision of salpingectomy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from 2006 to 2008. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos from 2009 to 2011 for birth control. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain within weeks after having essure implanted"), dyspareunia ("pain during intercourse within weeks after having essure implanted"), weight increased ("weight gain within weeks after having essure implanted"), migraine ("migraines within weeks after having essure implanted") and headache ("headaches"). In 2011, the patient experienced uterine pain ("uterine pain within weeks after having essure implanted"), abdominal pain lower ("severe lower abdominal pain, abdominal cramping within weeks after having essure implanted"), vaginal infection ("vaginal infections within weeks after having essure implanted"), depression ("depression within weeks after having essure implanted"), arthralgia ("hip pain within weeks after having essure implanted") and fatigue ("fatigue within weeks after having essure implanted"). In (B)(6) 2011, the patient experienced abdominal distension ("bloating within weeks after having essure implanted") and alopecia ("hair loss within weeks after having essure implanted / allergic or hypersensitivity reaction(hair loss)"). In (B)(6) 2016, the patient experienced incisional hernia (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) (yeast infection)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hernia repair surgery on (B)(6) 2016 immediately after total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, device expulsion, incisional hernia, uterine pain, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, vaginal infection, depression, arthralgia, vulvovaginal mycotic infection and headache outcome was unknown, the genital hemorrhage, abdominal pain lower and fatigue had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, headache, incisional hernia, migraine, pelvic pain, uterine pain, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: since the removal surgeries, most symptoms have resolved, but some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: full occlusion of fallopian tubes (B)(6) 2016: MRI (nuclear magnetic resonance imaging) and CT (computed tomogram): nuclear magnetic resonance imaging: missing essure insert had migrated to upper right uterine fundus. Current weight: 208 lbs. Approximate weight at the time of essure placement: 218 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain within weeks after having essure implanted"), device breakage ("device breakage"), device expulsion ("missing essure insert had migrated to upper right uterine fundus/migration of essure device (right uterine wall)"), genital hemorrhage ("abnormal bleeding (general),") and incisional hernia ("hernia at the site of incision of salpingectomy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from (B)(6) to (B)(6) . Concurrent conditions included obesity. Concomitant products included oral contraceptive nos from (B)(6) to (B)(6) for birth control. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain within weeks after having essure implanted/ dysmenorrhoea(cramping)"), weight increased ("weight gain within weeks after having essure implanted"), migraine ("migraines within weeks after having essure implanted/ migraine"), headache ("headaches"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse within weeks after having essure implanted/ dyspareunia(painful sexual intercourse)"). In (B)(6) , the patient experienced uterine pain ("uterine pain within weeks after having essure implanted"), abdominal pain lower ("severe lower abdominal pain, abdominal cramping within weeks after having essure implanted"), vaginal infection ("vaginal infections within weeks after having essure implanted"), depression ("depression within weeks after having essure implanted") and arthralgia ("hip pain within weeks after having essure implanted"). In (B)(6) 2011, the patient experienced abdominal distension ("bloating within weeks after having essure implanted/ bloating"), alopecia ("hair loss within weeks after having essure implanted / allergic or hypersensitivity reaction(hair loss)/ hair loss") and fatigue ("fatigue within weeks after having essure implanted"). In (B)(6) 2016, the patient experienced incisional hernia (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) (yeast infection)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hernia repair surgery on (B)(6) 2016 immediately after total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, device expulsion, incisional hernia, uterine pain, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, vaginal infection, depression, arthralgia, vulvovaginal mycotic infection, headache, vaginal hemorrhage and menorrhagia outcome was unknown, the genital hemorrhage, abdominal pain lower and fatigue had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, headache, incisional hernia, menorrhagia, migraine, pelvic pain, uterine pain, vaginal hemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: since the removal surgeries, most symptoms have resolved, but some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: full occlusion of fallopian tubes. On (B)(6) 2016: MRI (nuclear magnetic resonance imaging) and CT (computed tomogram): nuclear magnetic resonance imaging: missing essure insert had migrated to upper right uterine fundus. Current weight: 208 lbs. Approximate weight at the time of essure placement: 218 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal), menorrhagia. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain within weeks after having essure implanted'), device breakage ('device breakage'), device expulsion ('missing essure insert had migrated to upper right uterine fundus/migration of essure device (right uterine wall)'), perforation ('perforation nos') and incisional hernia ('hernia at the site of incision of salpingectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from 2006 to 2008. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos from 2009 to 2011 for birth control. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), dysmenorrhoea ("severe, abnormal menstruation pain within weeks after having essure implanted/ dysmenorrhoea(craming)"), migraine ("migraines within weeks after having essure implanted/ migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain within weeks after having essure implanted"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse within weeks after having essure implanted/ dyspareunia(painful sexual intercourse)"). In 2011, the patient experienced uterine pain ("uterine pain within weeks after having essure implanted"), abdominal pain lower ("severe lower abdominal pain, abdominal cramping within weeks after having essure implanted"), vaginal infection ("vaginal infections within weeks after having essure implanted"), depression ("depression within weeks after having essure implanted") and arthralgia ("hip pain within weeks after having essure implanted"). In (B)(6) 2011, the patient experienced abdominal distension ("bloating within weeks after having essure implanted/ bloating"), alopecia ("hair loss within weeks after having essure implanted / allergic or hypersensitivity reaction(hair loss)/ hair loss") and fatigue ("fatigue within weeks after having essure implanted"). In (B)(6) 2016, the patient experienced incisional hernia (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) (yeast infection)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), essure removal and hernia repair surgery on (B)(6) 2016 immediately after total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, device expulsion, perforation, incisional hernia, uterine pain, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, vaginal infection, depression, arthralgia, vulvovaginal mycotic infection, headache, vaginal haemorrhage and menorrhagia outcome was unknown, the genital haemorrhage, abdominal pain lower and fatigue had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incisional hernia, menorrhagia, migraine, pelvic pain, perforation, uterine pain, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: since the removal surgeries, most symptoms have resolved, but some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: full occlusion of fallopian tubes. (B)(6) 2016: MRI (nuclear magnetic resonance imaging) and CT (computed tomogram): nuclear magnetic resonance imaging: missing essure insert had migrated to upper right uterine fundus. Current weight: 208 lbs. Approximate weight at the time of essure placement: 218 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain within weeks after having essure implanted'), device breakage ('device breakage'), device expulsion ('missing essure insert had migrated to upper right uterine fundus/migration of essure device (right uterine wall)'), perforation ('perforation nos') and incisional hernia ('hernia at the site of incision of salpingectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from 2006 to 2008. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos from 2009 to 2011 for birth control. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), dysmenorrhoea ("severe, abnormal menstruation pain within weeks after having essure implanted/ dysmenorrhoea(craming)"), migraine ("migraines within weeks after having essure implanted/ migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain within weeks after having essure implanted"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse within weeks after having essure implanted/ dyspareunia(painful sexual intercourse)"). In 2011, the patient experienced uterine pain ("uterine pain within weeks after having essure implanted"), abdominal pain lower ("severe lower abdominal pain, abdominal cramping within weeks after having essure implanted"), vaginal infection ("vaginal infections within weeks after having essure implanted"), depression ("depression within weeks after having essure implanted") and arthralgia ("hip pain within weeks after having essure implanted"). In (B)(6) 2011, the patient experienced abdominal distension ("bloating within weeks after having essure implanted/ bloating"), alopecia ("hair loss within weeks after having essure implanted / allergic or hypersensitivity reaction(hair loss)/ hair loss") and fatigue ("fatigue within weeks after having essure implanted"). In (B)(6) 2016, the patient experienced incisional hernia (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) (yeast infection)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), essure removal and hernia repair surgery on (B)(6) 2016 immediately after total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, device expulsion, perforation, incisional hernia, uterine pain, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, vaginal infection, depression, arthralgia, vulvovaginal mycotic infection, headache, vaginal haemorrhage and menorrhagia outcome was unknown, the genital haemorrhage, abdominal pain lower and fatigue had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incisional hernia, menorrhagia, migraine, pelvic pain, perforation, uterine pain, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: since the removal surgeries, most symptoms have resolved, but some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: full occlusion of fallopian tubes. (B)(6) 2016: MRI (nuclear magnetic resonance imaging) and CT (computed tomogram): nuclear magnetic resonance imaging: missing essure insert had migrated to upper right uterine fundus. Current weight: 208 lbs. Approximate weight at the time of essure placement: 218 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received dater of uterine perforation was added incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: ptc investigation result. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain within weeks after having essure implanted. She underwent a bilateral salpingectomy and one essure insert was removed. She experienced hernia at the site of incision of salpingectomy. The missing essure insert had migrated to upper right uterine fundus (seen as partial expulsion of device). Then, a total hysterectomy was performed and essure insert in uterus was removed. She underwent hernia repair surgery immediately after total hysterectomy. The events pelvic pain and partial expulsion of device are anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of partial expulsion of device was not known. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. The event hernia at the site of incision of salpingectomy is unanticipated. As this event occurred as consequence of salpingectomy, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.